Manufacturer narrative:
An internal biomérieux investigation was conducted. Results are as follows: a difference of quantification up to 1 log and sometimes more than 1 log was observed. As the downstream applications are qualitative and/or quantitative, the decrease of performances in downstream application could lead to: · a risk of false negative for qualitative tests, · invalid results when extracted and amplified internal control is not within specifications, · under-quantification for viral load results for quantitative tests we have confirmed the issue for the following customer's application specificity: · impact when using a high sample input volume, from 200¿l and up to 1 ml · impact when double stranded nucleic acid applications with small (<40kbp) and medium genome sizes (<to 1200 kbp) are searched with real time pcr assays- i.e. Dna viruses, are more impacted than human genomic dna and bacterial applications ( >to 1200kbp). · single stranded rna virus applications were not impacted, excepted if rna was extracted without matrix (e.g. In water). This part of the investigation was carried out on a panel of worst case downstream applications but cannot guarantee to cover all customers application techniques. No significant impact has been highlighted for the ivd nuclisens easyq and argene real time pcr kits validated with the nuclisens easymag and minimag extraction systems. The root cause has been identified on raw material production from a supplier. The use of these recent lot numbers of magnetic silica (magsil) has solved the issue. In parallel to the release of new silica batches, the shelf life /stability of those batches were verified in order to confirm that no degradation of quality performance. As mentioned in the easymag user manuel, the use of an internal control is recommended in order to detect potential nucleic acid extraction issue. The design of the internal control has to be as close as possible of the requested target's design in order to be the more efficient. A field safety corrective action (fsca) 3037 has been issued to impacted subsidiaries/distributors to notify affected customers of this issue.

Event description:
A customer in (B)(6) notified biomérieux of a performance decrease for CT results associated with the nuclisens magnetic silica using an input volume of 200 ¿l. The customer reported that patient results were not affected, incorrect results were not communicated to a physician, and a patient was not harmed or mistreated; however, a delay of one or two hours occurred. The customer indicated repeating the testing with magnapure every time they observed a performance decrease. An internal biomérieux investigation will be initiated.